Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a crack was identified in the right cylinder connecting tube. The pump was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for pump is (B)(4).

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a crack was identified in the right cylinder connecting tube. The pump was explanted and replaced. There were no patient complications reported.